Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "grade IV capsular contracture with rupture" and "intra & extracapsular rupture" diagnosed via MRI. This record is for the left side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed an opening through microscopic inspection assessed as surgical damage and one opening assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. Capsular contracture : unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (stress marks, crease and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "grade IV capsular contracture with rupture" and "intra & extracapsular rupture" diagnosed via MRI. Healthcare professional later reported ¿3 o'clock position 11 cm from the nipple, note is made of a mass with appearance of siliconoma or silicone within laterally located intramammary lymph node. It measures 1.9 x 2.1 x 2.0 cm¿, ¿silicone within intramammary lymph node or siliconoma" diagnosed via ultrasound. This record is for the left side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "grade IV capsular contracture with rupture" and "intra & extracapsular rupture" diagnosed via MRI. This record is for the left side. The device was explanted.